Event description:
It was reported that a user experienced recurrent occlusion alerts with multiple inset infusion sets from the same lot while using the ilet, with insulin observed gushing from the tubing after disconnection and hyperglycemia with a reported blood glucose of 319 mg/dl occurring during events; occlusions resolved only after full supply changes, and the user performed a successful dry run and was guided through a complete supply change. Symptoms included hyperglycemia and no reported physical symptoms. Outcomes included repeated infusion set replacements without medical intervention or hospitalization. Investigation included remote troubleshooting and education. Investigation of this case revealed a probable infusion site or cannula-related occlusion consistent with reported alerts and the observed post-disconnection insulin flow, with the issue associated to the infusion set component rather than the pump. It was concluded, based on previously established findings for similar reports, that the cause was a user-specific or site-specific infusion set occlusion.

Manufacturer narrative:
Initial.